Event description:
It was reported that the lead did not stay in the desired location. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that that proximal conductor was distorted, the outer insulation was breached cut and there was blood/body fluid on the distal and proximal conductors but not obstructing.